Event description:
The customer reported to olympus, a e315 (scope communication error) occurred on the video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. However, the technician repaired the device and uncovered the contact point on the light-emitting diode (led) was in bad condition, both the cable and the light-emitting diode (led) module was affected. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e105 error could not be identified. However, it¿s likely the cause is related to a faulty led unit. Olympus will continue to monitor field performance for this device.